Event description:
The customer reported that the needle is weakening as there is a hole near the safety. Per additional information received on (B)(6) 2022, the staff explained that the needle was under pressure when it started ¿squirting narcotic out the side of the needle hub¿ they were looking for the hole and took the safety device off in order to find the hole.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The sample was received for the evaluation and the reported issue is confirmed. The potential root cause of the reported issue could be caused during the product transfer in the production process. However, the definite root cause could not be determined. As an action plan, the manufacturing partner has informed all related workers about the reported issue and requested them to pay attention to this kind of issue. This is considered as an isolated event within this lot. At this time, a corrective and preventive action is not deemed necessary. We will keep monitoring the process for any adverse trends that require immediate attention. This complaint will be used for qa tracking and trending purposes.